Event description:
It was reported that the device exhibited "occlusion during the purge". There was unknown patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection identified a damaged (detached) downstream occlusion (dso) seal while the functional test identified a defective dso sensor. The reported problem was duplicated, and the root cause of the issue was found to be a defective dso sensor. The dso seal and sensor will be replaced.